Event description:
Customer reports a cracked dialyzer on reuse number 16 noted prior to pt treatment. The location of the crack of the dialyzer is not available at this time. Treatment was continued with new disposables. No pt injury or medical intervention reported.